Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. It was reported that the display was gradually fading and becoming difficult to read. The reporter stated that it was gradually getting worse. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/23/2013 with the following findings: the text on the display screen was observed to be dim, faded, discolored and difficult to read. Diplay was removed, replaced with a test display and found to be fully functional and fully illuminated with no visible signs of fading or discoloration of text. The battery compartment was observed to be cracked at opening of battery chamber extending down to the primary seal. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. There was no issue with loss of power and no evidence of moisture damage in battery compartment.